Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 6.9, >8 and 5.9 inr. The corresponding lab results reported were 5.0, 5.7 and 4.2 inr. The event dates 2005 and then 2006.